Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This report was received from (B)(6). This is a solicited report by a physician from (B)(6) of cloudy dialysate in a patient coincident with extraneal viaflex (lot number 10i23g42), nutrineal pd4 unknown bag (lot number 10g12g41) and physioneal unspecified product used for peritoneal dialysis (pd) therapy. On (B)(6) 2010, treatment with extraneal was stopped. On (B)(6) 2010, the patient experienced cloudy dialysate but no other clinical symptoms. On (B)(6) 2010, the patient received gentamycin 80 mg once ip and cefotiam 1 gm once ip followed by gentamycin 40 mg once a day ip and cefotiam 0.4 gm ip (frequency not reported) from (B)(6) 2010 to (B)(6) 2010. On (B)(6) 2010 the patient recovered from the cloudy dialysate. Pd therapy continued with physioneal alone. The physician believed the event of cloudy dialysate was related to extraneal and nutrineal, and unrelated to physioneal.